Manufacturer narrative:
Citation: malekzadeh-milani s et al. French national survey on infective endocarditis and the melody valve in percutaneous pulmonary valve implantation. Arch cardiovasc dis. 2018 mar 9. Pii: s1875-2136(18)30026-3. Doi: 10.1016/(B)(4). Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a french national survey on infective endocarditis and the melody valve in percutaneous pulmonary valve implantation. All data were collected from multiple centers between 2008 and 2016. The study population included 43 patients (predominantly male; mean age 26 years), 5 of which were initially implanted with medtronic hancock, 11 of which were initially implanted with medtronic contegra, and 43 of which were implanted with medtronic melody valves valve-in-valve (serial numbers not provided).   Among all patients implanted with the hancock conduit, adverse events included: stenosis, regurgitation, and an increased gradient of 43 mmhg, requiring a valve-in-valve implant. Based on the available information, the stenosis, regurgitation, and increased gradient were attributed to medtronic product. Among all patients implanted with the contegra conduit, adverse events included: stenosis, regurgitation, and increased gradient of 43 mmhg, requiring a valve-in-valve implant. Endocarditis was also reported five years following the implant. Based on the available information, the stenosis, regurgitation, and increased gradient were attributed to medtronic product. Among all patients implanted with the melody transcatheter pulmonary bioprosthetic valve (tpbv), adverse events included: endocarditis, pulmonary hypertension, increased gradient, pulmonary regurgitation, and right ventricular outflow tract (rvot) obstruction requiring a surgical or percutaneous intervention. No additional adverse patient effects were reported.